Event description:
Customer reported inaccurately high blood glucose readings with test strips, lot 16110a. She stated that she has been using co's test strips for approx 3 months and that during this time, her readings with co's test strips have been consistently higher than her usual readings with another test strips. She reported that she had obtained a reading with co's test strips that was 80 mg/dl higher than a reading at same time with other test strips. (No spec results available). Customer performed normal control solution tests and obtained readings of 167, 168, 169 mg/dl versus a normal control range of 113-169 mg/dl. Control solution has not been open for more than 3 months and is not past expiration date. Code was set correctly for all tests and desiccant is bottle of co's test strips. Customer did not wish to spend more time on telephone to provide lot numbers, expiration dates, etc. For normal control solution.